Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding and septic shock, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists bleeding and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen (including inr range) as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding preventing infection are also provided in the ¿patient care and management¿ section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a gastrointestinal bleed on (B)(6) 2019. Septic shock requiring pressor support was also reported.